Manufacturer narrative:
The methods, results and conclusions codes will be included in the final report. Further information was requested but not received.

Event description:
It was reported that the patient's ipg migrated laterally in the pocket. Consequentially, surgical intervention took place to revise the ipg in the pocket on (B)(6) 2019. Surgery addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.